Manufacturer narrative:
The initial reporter's full name, phone number and email address were requested. If additional information is received, a follow up report will be submitted.

Event description:
It was reported that an issue occurred with an enteral feeding pump. Upon triage on (B)(6) 2017 the service tech found the unit is not alarming.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of not alarming/no audio. The unit was triaged and the reported condition was confirmed. A trend has been identified and a corrective and preventative has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.